Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the patient experienced ICD shocks. He came to the outpatient clinic for evaluation. Interrogation of the lvad revealed a pump stop. The patient did not recall any alarms. The patient was admitted due to the vt. He had no had further alarms on the current system controller, but the system controller was exchanged per recommendation of the manufacturer. The log file was reviewed and there was a low speed hazard alarm with pump stop. The pump then resumed normal operation.

Manufacturer narrative:
The approximately age of the device was 7 months. The devices were returned to the manufacturer for evaluation and are currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
The customer returned three system controllers (1-in use and 2-backup). The reported event of a pump stoppage was confirmed based on the information recorded in the log file. The data log file was successfully retrieved from returned system controller (B)(4). On (B)(6) 2014, there was a speed reduction to 0 rpm recorded accompanied by a pump stopped alarm. A full functional test of the device was performed and the returned system controller passed all test steps. The system controller was operated for an extended period of time while connected to a mock circulatory loop with no alarms noted. The investigation was unable to determine what caused the atypical events recorded in the log file. Backup system controllers (B)(4) were also returned for analysis. The reported event of a pump stoppage was not confirmed during the evaluation of either device. A full functional test was performed and both system controllers passed all test steps. The data log files were successfully retrieved and the recorded data contained no pump stops. According to the information provided by the customer both system controllers were designated as backup devices and had not been used in over six months prior to the reported event. A review of the device history records revealed that the three devices all met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.